Event description:
A report was received that the patient was receiving inadequate stimulation. An impedance check revealed that the lead was displaying high impedances on three contacts. The patient underwent a revision procedure and the physician explanted the lead and clik anchor. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was receiving inadequate stimulation. An impedance check revealed that the lead was displaying high impedances on three contacts. The patient underwent a revision procedure and the physician explanted the lead and clik anchor. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The complaint was confirmed. Visual and x-ray inspection revealed that four of the cables were completely broken at the bent location of the lead. The fracture site is 1 cm from the clik anchor setscrew mark. The broken cables resulted in the reported complaint of high impedances. The clik anchor exhibited normal characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-4316, serial/lot # (B)(4), description: next generation anchor kit-sterile.